Manufacturer narrative:
(B)(4).

Event description:
It was reported during a follow up, some of the markers incorrectly appeared as a ventricular event following an overlapping sense and pace in the ventricular channel. It is suspected the extrange signal was caused by the max sensitivity of the pacemaker manually decreased. The patient will be routinely followed up. The patient condition is okay.